Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient¿s left extension had low impedance. Additionally, the patient reported issue with the right extension. Unable to obtain details regarding the issue with the right extension. Surgical intervention took place wherein the extensions were explanted and replaced with new extensions addressing the issue. Reportedly, the issue was resolved.